Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a tavr for a 26mm sapien 3 ultra (s3u) valve, there was resistance during insertion of the valve with commander delivery system into the 2nd 14fr esheath via left subclavian approach. At the end of the procedure, a left subclavian artery was treated with stents. As reported, left subclavian access was obtained and percutaneous transluminal angioplasty (pta) was done with shockwave device. The second 14fr esheath was successfully advanced via the left subclavian artery. The s3u valve was able to be advanced about halfway through the body of the esheath, but the physician was unable to advance valve around turn in the left subclavian. The devices were removed as a unit. There was no damage noted on the esheath or valve frame. An additional pta was done of left subclavian and a 16fr esheath was successfully placed. A new 26mm s3 ultra valve with commander delivery system was successfully advanced and deployed. Upon removal of the 16fr esheath, the left subclavian was found to have a dissection and was successfully stented. It is unknown when the dissection occurred as there were multiple sheath/dilator insertions and ballooning done to the vessel. The patient was stable post procedure. There were no edwards device malfunctions. The devices are not available for return. The access vessel minimum luminal diameters measured 5.3mm and 5.5mm with near concentric calcification at the area where valve was not able to be advanced in the left subclavian. This was after shockwave and pta was performed.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components was unable to be confirmed due to unavailability of the complaint device and applicable device imagery. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath had proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'the patient had near concentric calcification with mlds 5.3mm and 5.5mm at area where valve was not able to be advanced in the left subclavian' provided imaging showed calcification, tortuosity, and undersized patient vessels (<5.5mm) in the patient's access vessels. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as vessel size, calcification, and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification and undersized vessels can create a restricted pathway or constrained condition preventing the sheath from full expansion, while tortuosity can create sub-optimal angles that can lead to non-axial alignment during advancement. Both of which, may result in the observed delivery system insertion difficulty. The available information suggests that patient factors (calcification, tortuosity, undersized vessels) could have contributed to the complaint event. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.